Manufacturer narrative:
Initial reporters phone number (b)6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the cable/cord/wiring was damaged. It was further determined that the device had torn strain reliefs and the bottom panel heavily corroded, dirty and contained blood residues. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring was damaged on the electrical foot control device. It was further noted that the device had torn strain reliefs and the bottom panel heavily corroded, dirty and contained blood residues. It was noted in the service order that the device does not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.